Event description:
The customer reported that the 840 ventilator had a communication error. The ventilator was not in use on a patient at the time of the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the exhalation flow sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).